Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2009 and presented on (B)(6) 2017 with ectasia in both eyes. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of decreased distance and near visual acuity over past 2 years. Patient reported symptoms are interfering with daily activities. Patient was referred to a specialist. Bcva from (B)(6) 2009: right eye pre-op 20/25 -1.50 x -.25 x 0, left eye pre-op 20/25 -1.25 x -.50 x 166. Bcva from (B)(6) 2017: right eye post-op 20/60, left eye post-op 20/30. This report is for the excimer laser. A separate report is being submitted for the intralase laser.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In initial report the date received by manufacturer field was inadvertently left blank. The date that the reportable information was received is 8/24/2017.